Event description:
N/a.

Manufacturer narrative:
Device evaluation: the rod was returned for visual and functional testing. X-ray imaging revealed that the thrust bearing was not intact. In addition, sectioning of the rods was performed, which provided additional confirmation of the broken thrust bearing. It also revealed debris buildup which is likely the cause of the device being unable to distract or retract. Functional testing was not performed on the rod. The report of the lead screw breakage was evaluated. It was found to have broken in two pieces and one of the smaller pieces remained in the distraction rod, the other was affixed to the housing tube. The inspection data for the lot for the lead screw was reviewed and the part met design specification. Device history review: a device history review (DHR) was performed on lot number: a16080813 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. Complaint has no change orders (co) or capas.

Manufacturer narrative:
The rod has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a rod failed to fully lengthen as intended due to a lead screw fracture. The intended length was not achieved; however, there was no patient adverse event reported. The rod was removed for final fusion.